Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2015, an fse visited the customer to address the reported event. During servicing, the fse replaced the cup transfer flat cable. Then fse cleaned, lubricated, and adjusted the z-axis and x axis bf incubator. The cup transfer was tested four times without any issues. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause of the reported event was the instrument needed alignment and needed to be lubricated.

Event description:
On (B)(6) 2015, a customer reported x-axis cup transfer errors with the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prolactin and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.